Event description:
Information received from the field does not address the patient's clinical status but notes inconsistent capture and sensing since implant, due to lead dislodgement. An attempt to reposition was unsuccessful and the lead was replaced.